Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was seated correctly. Removed sensor plug assembly and performed visual inspection. Inspected all three contacts. Contacts were installed properly. Observed curled snaps, which indicates sensor plug was fully seated. Visually inspected the sensor neck. Did not observe any damages or cracks on the neck. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor produced a higher reading than a reading received on the built-in and provided the following example: sensor: 280 mg/dl vs meter: 60 mg/dl on (B)(6) 2018. Caller further reported the customer experienced weakness and then lost consciousness and was treated with sugar. No additional treatment was required.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The event occurred in (B)(6). The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor produced a higher reading than a reading received on the built-in and provided the following example: sensor: 280 mg/dl vs meter: 60 mg/dl on (B)(6) 2018. Caller further reported the customer experienced weakness and then lost consciousness and was treated with sugar. No additional treatment was required.